Manufacturer narrative:
Device evaluation:analysis of the returned device identified: yellow and brown particles outer device, opening curved on anterior, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on anterior and opening crease sharp on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. An opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.